Event description:
Sorin group (B)(4) rec'd a report of a pump stop with error code on the jms centrifugal pump. The pump was hand cranked to maintain blood flow. The case was completed w/o issue. There was no adverse pt affect due to this incident.

Manufacturer narrative:
Sorin group (B)(4) manufactures the jms centrifugal pump system. This incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The jms centrifugal pump system is not sold in the USA; however, the components used in the device are consistent with those used in the stockert scp centrifugal pump system. The 510(k) for the scp centrifugal pump system is k032213. Please note that this MDR is being filed late due to a recent change in the sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) rec'd a report of a pump stop with error code on the jms pump. The pump was hand cranked to complete the case. There was no adverse pt affect due to this incident. The jms centrifugal pump system has been returned to sorin group (B)(4) for eval. The results of the investigation will be provided in a f/u report.